Manufacturer narrative:
The reported field event of no communication was confirmed in the lab. The device was unable to communicate in the lab and high current was present in the hybrid. The high current was lost during the analysis and could not be reproduced. The source of the high current could not be determined.

Event description:
New info received. Device was unable to be interrogated. The patient is not dependent and did not report ever feeling the vibratory patient notifier. The device was explanted and replaced. Patient is stable post procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented to clinic the device could not be interrogated. Patient was asymptomatic. The device could not be interrogated after multiple attempts with wand positioning. Patient did not have any recent MRI scans or surgeries. A telemetry test failed and no rf antenna was present. Device replacement was recommended. No further information available.